Manufacturer narrative:
The customer has requested to either deactivate the co2 feature, which is not required for their service, or have the module repaired if deactivation is not an option. As it is not possible to remove the co2 feature from the defibrillator, the equipment will need to be sent to the workshop for repair. It was determined that the etco2 module was defective and needed replacement. The repair has been completed and the equipment has been shipped. The reported problem was confirmed.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reports that it is not possible to calibrate the co2 module. It seems that the co2 module is defective. No patient involvement reported at this time.